Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving gablofen 250 mcg/24 hr 2000 mcg/ml via implantable pump. It was reported that during a replacement surgery, the sutureless catheter connector could not be disconnected from the pump. The ph ysician replaced the connector along with the pump. Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the catheter was unable to aspirate so the connector was replaced. The issue was resolved. No symptom was reported.

Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6)implanted: (B)(6)2012 explanted: (B)(6)2025 product type catheter p roduct ID 8703w lot# serial# (B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 26-apr-2014, UDI#: (B)(4); product ID: 8703w, serial/lot #: (B)(6), ubd: 29-apr-1998, UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the sutureless connector identified damage to the connector that is consistent with difficulty detaching the catheter from the pump. Visual inspection of the sutureless connector (sc) identified coring in the cup of the connector. Analysis of the catheter identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.